Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 100 mg/dl. Subsequently, after the pump was reset, the date and time became inaccurate on the pump. Customer corrected the date and time to resolve the issue. Customer reverted to an alternate pump for insulin delivery.